Event description:
It was reported that multiple cartridges were leaking from the cartridge tubing. Multiple attempts were made by tandem technical support to resolve the issue; however, no response was received. The customer's blood glucose level was 280 mg/dl,

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.